Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an occlusion alarm during a bolus delivery. Customer's blood glucose was 284 mg/dl. Customer changed all supplies and resumed insulin delivery.